Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the customer complaint. However, log analysis tool was utilized. Plv (pressure limited ventilation) alarms are visible on the logs together with occlusion alarms. With the available data from the logs, the issue appeared with adult patients. The set tidal volume was not achievable with the maximum allowed airway pressure; therefore, the plv lung protection safety feature has kicked-in as designed and the machine has alarmed accordingly alarm 105 "volume low (plv pressure-limited)". No failure detected. Device operated within specification

Event description:
The customer reported bellavista1000e us giving a repeating and nuisance 260/262 circuit occlusion alarms in neo mode with very low birthweight babies in nicu (neonatal intensive care unit). Furthermore, there was no information regarding patient harm associated with this event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.